Event description:
It was reported that: during a case, a monitor was mounted to the anesthesia machine. The anesthesiologist relocated the monitor and when the dr pulled it towards him, the arm acted like a wedge and lifted a desflurane vaporizer off of the vaporizer mount. The pt began to show signs of distress. A biomed was called into the room and noted the condition of the vaporizer. The biomed corrected the articulating arm positioning and the vaporizer. The user utilized a different vaporizer to complete the case. No pt injury reported.